Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted that the pebax was peeling from catheter exposing internal parts. Initially, it was reported that at the beginning of the case and during the transseptal phase, the physician had the thermocool® smart touch® sf bi-directional navigation catheter on the right side and the lasso catheter on the left. The physician withdrew the two catheters with the intention of replacing the thermocool® smart touch® sf bi-directional navigation catheter with sl guiding introducer but saw a plastic piece which looked like it was part of the tip structure of the thermocool® smart touch® sf bi-directional navigation catheter. The physician then attempted to remove the plastic, but it was stuck to the tip. There was no pre-shaping of the catheter, no ablation occurred, and no adverse event reported. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation on december 26, 2019 and it was reported that upon initial visual inspection, the pebax was found with damage; the pebax was peeling from catheter and exposing internal parts. The issue of pebax cracked/broken was assessed as a reportable event.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted that the pebax was peeling from catheter exposing internal parts. Initially, it was reported that at the beginning of the case and during the transseptal phase, the physician had the thermocool® smart touch® sf bi-directional navigation catheter on the right side and the lasso catheter on the left. The physician withdrew the two catheters with the intention of replacing the thermocool® smart touch® sf bi-directional navigation catheter with sl guiding introducer but saw a plastic piece which looked like it was part of the tip structure of the thermocool® smart touch® sf bi-directional navigation catheter. The physician then attempted to remove the plastic, but it was stuck to the tip. There was no pre-shaping of the catheter, no ablation occurred, and no adverse event reported. The device was inspected and pebax was peeling from catheter exposing internal parts. Then, during the second visual a hole was observed in the pebax with internal parts exposed. A manufacturing record evaluation was performed for the finished device with lot number 30299753l, and internal actions related to the reported complaint condition were identified. The customer complaint has been confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Additionally, the customer provided a photo of the catheter. An evaluation was performed and according to the picture provided by customer, the pebax was observed lifted on the tip area. Manufacturer's reference # (B)(4).